Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose level of 484 mg/dl; treated with insulin bolus with the insulin pump. Customer is working with endocrinologist on her blood glucose levels. Customer reported that the sensor did not work and he had to throw it away. Customer stated that he could not get it to release from the serter. Nothing further reported.